Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient was admitted to the hospital confused and disoriented. The device system was used to deliver morphine. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 8709sc, lot# serial# (B)(4), implanted: (B)(6) 2009, explanted: product type catheter. (B)(4).